Event description:
A nurse reported to baxter (B)(4) that during therapy, they could not get past the filling step. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter and haemotronic (the supplier) confirmed there was a blockage in the tubing. Further examination by haemotronic found that the blockage in the tubing was a piece of plastic with the same characteristics as the component itself. Therefore, it was determined that this was a defect that occurred during the molding of the component. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.